Manufacturer narrative:
Device will not return for evaluation however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: physician used the manta device to close the arteriotomies in both the right and left artery after he placed an evar. The right femoral artery was used to place the body of the evar hence, this was successfully closed using an 18 french manta device with an excellent result. The left femoral artery was used to place the limb of the evar hence, this was closed with a 14french manta device. The proctor confirmed that the operator handled the device according to the IFU. During the pullback of the manta device the operator pulled until he saw yellow to green in the window of the manta handle. The implant already created an instant seal. However, the blue marker advancement tube did not exit the delivery sheath. It was not possible to to slide the radiopaqe marker to create the collagen/anchor sandwich hence the operator decided to perform a cutdown. During the cutdown he saw that the manta implant was perfectly positioned.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar procedure, a 14f manta closure device was deployed in the left femoral artery. After the release of the anchor, while withdrawing the manta closure to the yellow/green in the tension window, the manta implant had already created an instant seal; however, the blue advancement tube did not exit the sheath. The surgeon was unable to slide the blue advancement tube down the suture to advance the lock and secure the implant, so the surgeon opted for a surgical cut-down. Due to no return of the device, and insufficient information regarding this investigation, a root cause cannot be confirmed. Based upon previous similar incidents, the investigation led to the root cause of the tamper tube not exiting the delivery system being due to a kink in the delivery system caused by vessel conditions. The kink prevents the tamper tube from deploying as intended due to close tolerance levels between the delivery system tubing. The IFU was reviewed and confirmed to list warning: do not use if the manta delivery system becomes kinked. The following potential adverse events related to the deployment of vascular closure devices have been identified: other access site complications leading to bleeding, hematoma, pseudoaneurysm, etc., possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.